Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was diagnosed with an infection. The physician attempted to clean out the wound; however, the infection did not resolve. The physician removed the ipg and sent it to be cultured. The culture results returned (B)(6) for infection after one week. There is no further info at this time.